Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and a cracked battery compartment. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation found some cosmetic damages to the paint on the pump housing. The pump powered up to a dim display with pinkish contrast. The battery compartment was found to have cracked from the top to the base seal along the grip pad. The auditory and vibratory features were operational. No tactile issues were found with the buttons. (B)(6).